Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient scheduled for removal on (B)(6) 2018.

Manufacturer narrative:
On 3/14/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 4/5/2018, additional information received indicates that the patient elected to undergo bilateral removal,and replacement even though there was no issue with the left side device, right side replacement : catalog number 3504001bc, serial number (B)(4), lot number 7362350 and left side replacement with catalog number 3504001bc, serial number (B)(4), and lot number 6737398, concomitant product: left mentor smooth round moderate profile 375cc saline breast implant, catalog number 3501660, lot number 6423003, and serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed a line of shell abrasion on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent measuring less than 0.1 cm was discovered within the shell abrasion on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).